Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted that the patient had a magnetic resonance imaging (MRI) scan. The device was later explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 200 ohms. Troubleshooting was performed by changing the shocking vector, and it was determined that the high impedance measurements were due to the distal coil. No adverse patient effects were reported. The device remains in service.